Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal iq software was not functioning as intended, as pump was intermittently suspending insulin deliveries when not intended. Customer's blood glucose level was 256-275. At the time of the report to tandem technical support (cts), the customer reported that the issue was resolved, and customer declined further troubleshooting with cts and declined to provide additional information.